Event description:
A pt care tech went to raise arterial chamber with a syringe on pigtail of arterial chamber. Pigtail came off and blood started coming out of area where the pigtail was located. The nurse who submitted this report was contacted where it was learned this separation of tubing occurred during a hemodialysis treatment while the pt was connected. There was 45 minutes left of treatment time. The md was in the unit at the time and it was then decided to rinse back the pt, give a saline bolus, and discontinue dialysis. The pt is reportedly fine with no ill effect related to this incident. The rn reported the pt lost 100 ml of blood. A sample is available for an eval.